Event description:
During breast reconstruction surgery, the mentor breast implant was opened to the sterile field. After insertion into the patient breast cavity and removal for re-sizing, surgeon noted the implant had a defect/cut on the anterior side. The implant was removed from the sterile field. The packaging was returned to the operating room (or) manager after the implant was removed from the or. There were not any obvious signs of damage to the outer box. The inner sterile wrap was not saved.